Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 240mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Remove 67, 3221.